Manufacturer narrative:
Pump passed self-test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump was connected to a test meter, accu-check guide link, and was able to connect. Pump connected to the minimed mobile app successfully on both android and ios. Pump successfully downloaded traces and history file using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, missing display window cover, cracked battery tube threads, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the pump connected to a test meter, accu-check guide link, and was able to connect. Confirmed the pump communicated with the minimed mobile app. No communication anomalies noted. Confirmed cracked battery compartment, stained keypad overlay, missing display window cover, scratched case and pillowing keypad overlay during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on pump, no communication pump to mobile, no communication pump to transmitter, no communication pump to meter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer reports being unable to pair device(s) with pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884.